Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece was broken off and returned, measuring approximately 11.26 mm x 2.14 mm, confirming that a fragment detached from the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade on the harmonic ace broke during use. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and showed no damage or abnormalities. During tissue grasping¿about 15 minutes into use¿a fragment fell inside the patient, likely due to forcefully pulling on tissue. The surgeon did not notice any functional issues before the break, and although a collision with another instrument cannot be confirmed, it is considered possible given the limited space. The breakage did not occur during an instrument collision, but when the tissue was re-grasped and activated, the blade detached with a metallic sound. The instrument had not been removed previously in the procedure. All fragments were retrieved using a laparoscopic grasper, and confirmation was made that no fragments remained, with no additional surgical procedures or post-operative imaging needed. The procedure was completed robotically without additional patient injury or post-surgical complications, and both the instrument and fragments were available for return to isi for evaluation.

Manufacturer narrative:
The harmonic ace instrument has been received for failure analysis evaluation; however, the investigation is still pending.